Event description:
It was reported that during a photo-selective vaporization of the prostate procedure, the fiber ruptured approximately with 2:32 minutes of use. The procedure was completed with another technique without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber did not confirm the ruptured fiber event. Visual analysis did identify that the fiber glass cap was rotating independently of the metal cap due to glue failure. The metal cap exhibited severe charred debris adhesion, indicative of prolonged tissue contact. The identified metal cap tissue adhesion is likely to have contributed to continuous elevated temperatures to the output window. Continuously elevated temperature can lead to fiber damages, including glue failure. The interaction between the user and device, caused or contributed to the observed glue failure. According to the device instruction for use (IFU), excessive or rough cleaning of the fiber tip may result in damage to the fiber. Increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Based on the analysis result and information available, there was no fiber break found during analysis, and the procedure was completed without patient complications. The information reasonably suggests that the identified glue failure is unlikely to cause patient harm if it was to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a photo-selective vaporization of the prostate procedure, the fiber ruptured approximately with 22,598 joules and 2:32 minutes of use. The procedure was completed with another technique without patient complications.

Event description:
It was reported that during a photo-selective vaporization of the prostate procedure, the fiber ruptured approximately with 22,598 joules and 2:32 minutes of use. The procedure was completed with another technique without patient complications.